Manufacturer narrative:
The computer was returned to the manufacturer for evaluation. After functional testing and visual/physical examination it was observed that they were unable to try and replicate the reported issue. The computer was returned without the hard drive. The site received a new hard drive, the cards were reseated and the system is working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the system became unresponsive and displayed "booting the kernal" indefinitely. No patient was present at the time of the event.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern.. A manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and the computer was replaced. A system checkout was performed and the system is working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the system became unresponsive and displayed "booting the kernal" indefinitely. No patient was present at the time of the event.